Manufacturer narrative:
Section a is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an automated impella controller (aic) was being prepped for an impella support when there was an "impella defective" alarm that instructed the team to replace the pump, despite no pump being connected. As such, the team attempted to troubleshoot by doing a shutdown and restart. These measures did not resolve the aic malfunction, and as such the aic was replaced. The aic will be conservatively reported for hemodynamic instability due to temporary delay in support initiation during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Section d1 brand name corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.